Event description:
The user stated the glucose on the cobas b221 analyzer is reading 1.5 to 3.5 mmol per l higher compared to the laboratory analyzer and to a glucometer. Data was provided comparing the cobas b221 glucose result to a glucose result from the optium. Of the data provided, 17 results were discrepant. All rests are listed as cobas b221, optium then lab result if applicable. All results are in mmol per l. On (B) (6) 2009, sample 1: 5.0, 3.0. Sample 2: 8.0, 4.6. Sample 3: 8.7, 5.6. Sample 4: 8.9, 6.7. On (B) (6) 2009, sample 5: 7.3, 5.6. On (B) (6) 2009, sample 6: 8.1, 5.8. Sample 7: 9.3, 6.1. Sample 8: 8.1, 4.6. Sample 9: 8.7, 5.9. On (B) (6) 2009, sample 10: 8.2, 3.9. On (B) (6) 2009, sample 11: 9.2, 6.6 sample 12: 10.3, 7.6. Sample 13: 7.5, 5.7. On (B) (6) 2009, sample 14: 8.7, 5.1. On (B) (6) 2009, sample 15: 17.6, 11.3. Sample 16: 32.5, 14.9, 32.0. On (B) (6) 2009, sample 17: 31.5, 21.2. No information was provided to determine if the erroneous results were reported or if the patients were adversely affected. If additional information is received, appropriate notification will be provided.